Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The patient reported that smoke came from the device and it had a burning smell. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.